Event description:
It was reported by the patient that, their implantable pulse generator (ipg) was double counting showing incorrect readings on elect rocardiogram (ECG). It was also reported by the patient that their heart rate was varying when they monitored it using their pulse oximeter. The patient visited the emergency room and their device was reprogrammed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.